Event description:
It was reported that the (B)(6) 2019 a 90 yr old female went to (B)(6) medical center for pneumonia. Staff used new thing (purewick) for urinating. They watched the cna get her up to have bowel movement twice & physiotherapy get her up once from bed. Each time they pulled the purewick, dropped it on floor then shut off suction. They questioned the sanitary condition of the wick. Cna ignored me. Physio asked a nurse, then nurse replaced the wick. There was a discussion as to where they should put it when not in use and it was decided to wrap it in a clean garbage bag or place on clean bag in garbage can. 4 days later my mother-n-law had uti. 1 month later she was back in (B)(6) medical center with broken vertebrae. Again, the purewick was dropped on the floor when reused, witnessed by a family member. 4 days later at rehab. Nursing home mother-n-law was diagnosed with uti. In 2022 purewick was used on me while in same hospital. They refused it to be put back unless a clean one was used when staff dropped it on floor. They still had not learned the floor is dirty.

Manufacturer narrative:
The reported event was confirmed use related issue as the purewick was dropped on the floor after used. Sample was not available for evaluation. A labeling review could not be performed since no material number was provided. The root cause identified is "user not familiar with proper disposal of device or forgets to dispose of the device." A DHR review was not required because the investigation was confirmed - use related. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.